Event description:
A technician reported that a patient had excessive tearing during the docking process. On the fifth attempt, the dock was successful. The laser pass was completed. The planned flap thickness was 110 microns, however, the measured thickness was 90 microns. In the infero-nasal area, outside the optical zone, the flap was sticky during the lift. The flap was successfully lifted and bowman's membrane may have been visible in the area that was sticky. The excimer treatment was applied and the surgeon reported that he felt that there is no impact on the patient from this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).